Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 60151. The data files showed that at least 9 applications were performed with the returned balloon catheter on the date of the event. The files confirmed system notice (B)(4) ¿the system has detected an electrical component failure¿ unrelated to the malfunction on one application. Additionally, 12 applications were performed with a different balloon catheter without any issue on the date of the event. Visual inspection of the returned balloon catheter showed the catheter was intact with no apparent issue. System notice (B)(4) immediately appears upon connecting the catheter to the console. Unable to perform the performance test due to persistent system notice (B)(4). Dissection showed a guide wire lumen kink and breach at 1.44 inches from the tip inside the balloons. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the flow and pressure were not as expected. It was also reported that the temperature did not decrease enough. The coaxial umbilical cable was replaced without resolve. The balloon catheter was then replaced and the case was completed with cryo. No patient complications have been reported as a result of this event. The balloon catheter subsequently tested out of specification per the manufacturer's investigation.